Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mck120; expiration date: 02/29/2020. Date of mfg.: 03/21/2018. The device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure. No information. Did the reported issue of quadricep tear and broken suture occur on one knee or both knees? One knee (left/right unknown). In what tissue layer was the suture placed? The suture was used from the quadriceps femoris tendon to the medial patellar retinaculum. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. Was there any deficiency with the suture? If yes, what was the deficiency? No information. If applicable, will the product be returned for evaluation? No sample will be returned. What is physician¿s opinion as to the etiology of or contributing factors to this event? The doctor commented "the quadriceps muscle was torn from the outside to the inside, so it was unknown that the torn of the tissue caused suture breakage or the suture broke first then caused this event". What is the patient¿s current status? The patient will be discharged on (B)(6). In reoperation, it was re-sutured with fiber wire (plastic suture) and the quadriceps muscle was reconstructed using artificial ligament. Possible lot was mck120.

Event description:
It was reported that the patient underwent both side of total knee arthroplasty on (B)(6) 2018 and barbed suture was used. The suture was used from the quadriceps femoris tendon to the medial patellar retinaculum on the fascia by continuous suturing. On (B)(6) 2018, the patient fell, and the incision part dehisced. Cleaning treatment was performed and it was confirmed that the quadriceps muscle had been torn. On (B)(6) 2018, reconstruction surgery was performed and in reoperation, it was re-sutured with fiber wire (plastic suture) and the quadriceps muscle was reconstructed using artificial ligament. The physician opined that there was a causal relationship between the device and the event and breakage of suture was seen at the middle point. The beginning of the suture including the anchor and the back stitched part backed by 2 steps did not have problems. The physician opined that the quadriceps muscle was torn from the outside to the inside, so it was unknown that the tearing of the tissue caused suture breakage or the suture broke first then caused this event. The event occurred on one knee and it is unknown if it was the left or right knee. The patient will be discharged on (B)(6). No additional information was provided.